Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l34928, implanted: (B)(6) 1995, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was implanted for spasticity and multiple sclerosis (ms). However, she had lost weight and experienced muscle atrophy due to age and a rare form of cancer; "coronoid syndrome.¿ the patient has "many mris" for her ms and felt tugging at the pump site and some heating. This was not disclosed to the MRI technician. A few months ago the patient had tried "cutting down" on the pump for about a week and did not notice much change in symptoms but that ¿wasn't for very long.¿ she may choose to have the pump titrated down and go to oral medications because she did not want to do surgery again. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Event description:
It was thought that the patient actually had carcinoid syndrome; not coronoid syndrome.

Manufacturer narrative:
(B)(4).